Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to dizziness and vision problems. An autocapture issue was suspected and no intervention was performed. On (B)(6) 2015, the patient presented to another hospital and the pulse generator exhibited a capture issue. The autocapture was turned off and the patient was in good condition. On (B)(6) 2015, an electrocardiogram noted loss of pacing. On (B)(6) 2015, the patient was syncopal and asystolic; resulting in stroke. The device was explanted and replaced. No adverse events occurred to the patient post procedure.